Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation primary with a mentor smooth round high profile, 350cc saline on the right, and 275cc on the left side, saline breast implant has experienced right-sided deflation, and left-sided wrinkling postoperatively. The patient reported wrinkly on the left, and right side looks all flat. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on june 27, 2022 indicated that the patient scheduled for an explant on (B)(6) 2022. Manufacturer¿s reference number: (B)(4).